Manufacturer narrative:
The pump was requested to be return for further investigation. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr # (B)(4) had been initiated to address the discrepancies. This MDR will be reopened and updated in the event the pump involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report from the customer reporting that the pump was giving an occlusion error. Per the customer there was error with the pressure test when the machine was turned on.

Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00559 is a duplicate of MDR# 3006575795-2024-00437. Refer to 3006575795-2024-00437 for event details. Reference to complaint #: (B)(4).